Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-05247 and 2134265-2016-05693. It was reported that automatic pullback failure has occurred. A moderately tortuous lesion was located in the right circumflex artery. During a percutaneous coronary intervention, an opticross jp was selected for use in conjunction with an motordrive unit and a sled. However, the console froze during pullback. The system was rebooted but the issue was not resolved. Subsequently, the opticross was replaced with a simulator and was able to perform pullback using the same console. The procedure was completed with a different device. No patient complications reported and the patient's condition is good.